Event description:
Per literature review, it was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) implantation in patients with sternotomy. It was noted that this s-ICD delivered inappropriate electric shocks due oversensing and noise. Reprogramming efforts were performed. However, another inappropriate shock was delivered. It was noted that the electrode migrated caudally, below the diaphragm and chest radiograph confirming no sternal wire/lead interaction. When the patient bent over to cough, the noise oversensing was present and the shock was delivered. No additional adverse patient effects were reported.

Manufacturer narrative:
Sugrue, a., ibrahim, r., lu, m., bhatia, n. K., alkukhun, l., adewumi, j., ... & frankel, d. S. (2023). Impact of median sternotomy on safety and efficacy of the subcutaneous implantable cardioverter defibrillator. Circulation: arrhythmia and electrophysiology, 16(8), 468-474.

Manufacturer narrative:
Sugrue, a., ibrahim, r., lu, m., bhatia, n. K., alkukhun, l., adewumi, j., ... & frankel, d. S. (2023). Impact of median sternotomy on safety and efficacy of the subcutaneous implantable cardioverter defibrillator. Circulation: arrhythmia and electrophysiology, 16(8), 468-474. A risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Per literature review, it was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) implantation in patients with sternotomy. It was noted that this s-ICD delivered inappropriate electric shocks due oversensing and noise. Reprogramming efforts were performed. However, another inappropriate shock was delivered. It was noted that the electrode migrated caudally, below the diaphragm and chest radiograph confirming no sternal wire/lead interaction. When the patient bent over to cough, the noise oversensing was present and the shock was delivered. No additional adverse patient effects were reported.